Event description:
The customer reported the note on the unit states the unit is not functioning. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer ordered parts as no engineer material only (nemo): top cover, cpu tray cover, flow sensor assembly, o2 fitting retention plate, and power cord retainer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/01/2022, 07/14/2022 and 08/31/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.